Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient had an infection that was treated and is now experiencing pain at the pacemaker site "as if it is tearing on the inside." The patient was referred to call her physician.